Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "periarticular calcification of ossification, with or without impediment of joint mobility." Number 13 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Under warnings it states, "malalignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure. Inadequate preclosure cleaning (removal of surgical debris) can lead to excessive wear." And, "the surgeon is to be thoroughly familiar with the implants and instruments, prior to performing surgery." This report is number 4 of 5 MDR's filed for the same patient (reference 1825034-2016-03952/ 03978 / 03979 / 04010 and 1825034-2013-01519).

Event description:
Patient alleges that he underwent a procedure approximately five weeks post-implantation to have excess bone removed, which was causing pain and grating during rotation of the shoulder. No components were removed. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Operative reports reveal that the patient had pain and grating on the anterolateral aspect of the shoulder. A prominence of bone and cement was noted at the proximal humerus. Also noted was disruption of the subscapularis. The bone and cement were excised.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4).